Event description:
The customer reported via phone call that the sensor experienced an anomaly. The customer stated that the sensor would not insert properly, and when she went to pull the inserter needle out, it pulled everything out. The customer stated that the issue had occurred with two different sensors and discarded them. The customer did not know the blood glucose reading. She also reported that there were discrepancies between the blood and sensor glucose readings. She stated that the sensor was reading low when her blood glucose was not. She declined troubleshooting for the issue. The customer was advised to replace the sensors.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.